Event description:
During a percutaneous transluminal angioplasty or the popliteal artey the balloon did not inflate. The physician withdrew the balloon and confirmed outside the pt that balloon could not inflate. The procedure was finished with another balloon successfully. There were no reported pt complications. There is no other info available about procedure, pt or the target vessel. This product has been returned for eval and testing, however the engineer's report is not yet complete.